Event description:
It was reported the pt is not receiving effective stimulation from her scs system. The pt stated she has had her system turned off for approximately three months due to the lack of relief. Also, the pt reported that stimulation was not in the correct areas. The pt stated she would like to have her system removed. Additional follow up identified a sjm rep contacted the pt and offered to reprogram the pt's scs system. The pt stated she would like to wait until she meets with her pain management physician before any programming is attempted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.